Event description:
The caregiver (cg) contacted baxter's service center to report that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during use. It is unknown if the patient was connected at the time of the alarm. This occurred during a previous therapy; the technical service representative (tsr) was unable to troubleshoot the alarm. The tsr reviewed proper procedures with the cg. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.